Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. After the system was powered on, an error code 32056 occurred. Fse reviewed the log and found that the dual magnetic encoder (dme) sensor connected to axes controller platform (acp4) was faulty. After replacing the new acp board and dme, error 32056 was resolved. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the acp4 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report error 32056 after system power on. Issue remained after customer hard power cycled system several times. Error was reported on system gantry. No known impact or patient consequence was reported.